Event description:
In 2008, it was reported to boston scientific corporation that during use of a stonetome stone removal device, the cutting wire broke. Reportedly, the procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.